Manufacturer narrative:
(B)(4). It was reported that the jaw of the device was broken, is this referring to the fact that the jaw did not close? Yes, somehow there was some problem with the joint of the jaw, that made it unable to close. If no, was the metal blade tip broken off of the device? No. Or, did a piece of the tissue pad fall off of the device? No. If any piece broke off of the device, did it fall into the patient? Unknown. If yes, was it retrieved? The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. In addition, during mechanical testing, the jaw opened and closed as intended. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as "tighten assembly", "blade error detected" or "relaxed pressure on blade" followed by a "replace instrument' screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, the harh36 was used for dissection during a laparoscopic myomectomy case. After testing, the first harh36 was failed after five minutes, the "tighten assembly" error was displayed on gen11, the scrub nurse detached and reassembled the harh36 and hp054, the harh36 couldn't pass the testing phase and again "tighten assembly" error appeared, after reassembling the third time, instrument error was detected and "replace instrument" error was displayed on the screen. The second harh36 was opened, and similar to the first harh36, the "tighten assembly" error appeared within five minutes into the surgery after testing. The scrub nurse repeated the assembly of the harh36 to the hp054, and "replace instrument" error was displayed. The surgeon then had to open a third harh36, this time, the jaw of the device was broken, before he could even grasp the myoma, the jaw did not close when he pulled the closing trigger. Finally, the surgery was completed with a fourth harh36.